Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025 the caregiver reported that the ilet pump was dropped during a bicycle accident approximately one hour prior to the call. The device screen was completely shattered and became unusable. The device could no longer deliver insulin, and a replacement was initiated to restore therapy. No blood glucose impact or injury was reported.